Manufacturer narrative:
The investigation determined that higher than expected vitros k+ results were obtained on a vitros 250/350 chemistry system. The most likely assignable cause for the event is user error when modifying the post-prediction intercept parameter. The customer changed the intercept from the default of 0.0 to 9.0. After restoring the manufacturing settings, acceptable vitros k+ quality control results were observed. There was no evidence that the vitros 250 system or vitros k+ malfunctioned.

Event description:
A customer obtained higher than expected vitros k+ results when testing a quality control fluid on a vitros 250/350 chemistry system. Vitros k+ results of 11.94, 11.92 and 12.00 mmol/l versus expected 2.76 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros k+ results were from a quality control fluid. The customer¿s laboratory is performing research testing only, no patient samples were tested and there was no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).